Event description:
It was reported during a da vinci-assisted sigmoid colectomy surgical procedure that the e-100 generator was faulting and could not be recovered. The operating room (or) staff was using a vessel sealer and the site had to resort to using the erbe to complete the case. The site tried hard resetting the e-100 including powering off the unit. The technical support engineer (tse) reviewed the system logs and found no related errors. The procedure was completed using the erbe with no report of patient injury. Intuitive surgical, inc. (Isi) completed follow-up with the isi representative who was present for the case and obtained the following: the or staff completed the case as planned without interruption using the erbe since the e-100 generator fault could not be recovered.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator as it would not power on normally and there was a red led on startup. There were no error messages noted in event logs. Following service, the system was tested and verified as ready for use. Isi received the e-100 generator associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the unit failed to power on during in house testing. Fa noted the power led turned solid red even after several power cycles, which confirmed the power issue. The root cause was determined to be due to a component failure. This complaint is considered a reportable event due to the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with the erbe. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.